Manufacturer narrative:
Product ID: 3777-75, serial# unknown, implanted: (B)(6) 2016, product type: lead. Product ID: 3777-75, serial# unknown, implanted: (B)(6) 2016, product type: lead.

Event description:
The company representative (rep) reported that there were two leads implanted, and the event was observed in one of them. Electrode 8 had a high resistance value. The impedance measurements were: 0<(>&<)>8 >10 ,0000; 1<(>&<)>8 >10,0000; 5<(>&<)>8 >10,000; 8<(>&<)>9 >10,000; 8<(>&<)>10 >10,000; 8<(>&<)>11 >10,000; 8<(>&<)>12 >10,000; 8 <(>&<)>13 >10,000; 8<(>&<)>14 >10,000; 8<(>&<)>15 >10,000. No x-ray was taken. It was unknown if there were any external factors that may have contributed to this event. The resistance value was measured at 0.7v during a check up on the day of this report. It was not related to the electrode that generates effective stimulation, so no treatment/intervention was performed and stimulation was programmed normally. The issue was not resolved at the time of this report. No symptoms were reported. No surgical intervention occurred nor was planned. The patient was alive with no injury. The indication for use included spinal canal stenosis. Past medical history included mild dementia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.